Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during practice that cardiosave intra-aortic balloon pump (iabp) display screen broken. No patient involvement and no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, d9, d10, e1 (initial reporter, event site name, event site telephone and event site email), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked for damage. Found damaged screen. Will quote screen price later. On (B)(6) 2025, replace parts according to order, assy, display top lcd rohs test overall operation. The machine can work normally.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e3.